Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor speed was below specifications. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that during kit inspection after surgery the motor of the handpiece has no response while depress throttle. Investigation showed the motor speed was below specifications. No adverse event was reported as a result of this malfunction.